Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic low anterior resection, when the scrub nurse set the devices to connect the reload, the reload could not be connected. It was also reported that parts were found to be broken. Therefore, another product was taken out and used to resolve the issue. There was no patient involvement.